Manufacturer narrative:
The field service engineer (fse) found the vacuum nozzles of the cell rinse mechanism needed to be cleaned. The fse cleaned the cell rinse vacuum nozzles and the sample probes and adjusted the rinse levels. Mechanical checks and precision testing passed. The customer ran calibration and qc. The customer stated qc was within range before and after the event. The service actions resolved the issue.

Event description:
The initial reporter complained of low results for "several" patients tested for calcium gen.2 (ca2) on a cobas 8000 c 702 module. The customer provided examples of discrepant results for 5 patient samples tested between (B)(6) 2021. On (B)(6) 2021: patient (B)(6) initial result was 6.8 mg/dl. The repeat was 8.2 mg/dl. On (B)(6) 2021: patient (B)(6) initial result was 6.4 mg/dl. The repeat was 8.3 mg/dl. Patient (B)(6) initial result was 6.1 mg/dl. The repeat was 8.7 mg/dl. Patient (B)(6) initial result was 6.9 mg/dl. The repeat was 8.7 mg/dl. Patient (B)(6) initial result was 6.3 mg/dl. The repeat was 8.4 mg/dl. The initial results were accompanied by data flags and were auto-repeated by the instrument. The customer stated "some" of the initial results were reported outside of the laboratory and were corrected upon repeat testing. The customer was unable to specify which initial results were reported outside of the laboratory. The ca2 reagent lot number and expiration date were not provided.